Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing that resulted in inappropriate mode switching. Additional information received reported that electrogram (egm) review revealed the patient's junctional rhythm accelerated, the rate acccelerated with the delivery of anti-tachycardia pacing (atp), and then the arrhythmia converted. This crt-d system remains in service. No aditional adverse patient effects were reported.